Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with gf-210ra; sn-(B)(6) from patient monitoring: co2 readings are intermittently disappearing during a case. This has occurred on three cases that they have done. Customer had swapped out cables and changed the water trap. They had also rebooted the bedside and gas module and checked on the green o-ring on the unit and it had free play. But the issue persisted. Customer wanted to proceed with an exchange. Investigation summary: the root cause of the issue was determined to be jammed o-ring. The overall risk of this event, taking into consideration of severity and probability, is "medium".the reported issue does not require further investigation through CAPA process. Per hha-19-010, published evidence suggests that capnography during procedural sedation or anesthesia does not affect the incidence of adverse outcomes other than desaturation and possibly assisted ventilation. To date, nka has not received any complaints of medically reversible or transient adverse health consequences associated with use of the device.

Event description:
The customer reported that the multigas unit co2 readings are intermittently disappearing during a case.

Manufacturer narrative:
The customer reported that the multigas unit co2 readings are intermittently disappearing during a case. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit co2 readings are intermittently disappearing during a case.